Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their implantable neurostimulator (ins) battery was replaced and a new pocket was made on (B)(6) 2017. The patient¿s healthcare provider (hcp) confirmed that a new battery and leads were placed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). The patient had a pocket revision because their battery was tipped which was causing discomfort and it effected their adaptive stimulation. Their battery is located right along the waist band of the patient¿s pants which seems to have tilted it inward. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the consumer reported that they had their stimulator reset and redone because it was sticking out. The patient stated they relocated the stimulator in her back and installed a new program. It could not be confirmed if the battery was replaced or just relocated. The reason for the revision was that the patient had adaptive stimulation and the implant ¿tipped backwards at the top and leaned out¿ so when the patient walked it would go past what the sensor considered her standing position. The device would switch programs and the patient would have to set it manually again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient had two surgeries for the ins in addition to the trial. The patient stated a year after implant the "machine" was tipped and part of it felt like it was crooked. It was stated that the hcp did not have too much fat to work with and tried to fix the pocket. The patient stated the ins had been tipped and catching so the hcp revised the pocket so it laid flatter. It was reported the revision had occurred. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the consumer on 2018-apr-12 that initially they had fallen down. The patient got the implant and it helped considerably for the first year. However, the patient had to get it replaced because it was sticking out and after the first year the patient had pain. It was reported that sometimes the device did not help with the patient's pain that occurred in 2016. No further complications were reported.